Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir was malfunctioning. The customer¿s blood glucose level was 547 mg/dl at the time of the incident. Customer states that the whole thing detached from the infusion set tubing. After troubleshooting, customer was advised the infusion set will be replaced and will be returned for analysis.